Event description:
The customer reported that the ECG failed and a "patient was found having a seizure", although it was reported that the patient had a "preexisting condition."

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.